Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of -14.5/5.5/173 (sphere/cylinder/axis) into the patients left eye (os). The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: d6a- implant date is (B)(6) 2022. Corrected data: h10 in previous MDR should contain the following work order search results. H6-investigation type 4110: lens work order search no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -14.5/+5.5/173 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise. The lens remains implanted. Reportedly "he did not have cyclorefraction. The preop spectacle for the left eye was -8.00/-6.50 x 80 (back vertex distance 13mm). The best corrected left vision was 6/7.5 his refraction was checked and the cyl confirmed as stable. Yes there is a significant residual ocular astigmatism (roa) but we decided to treat on refraction. There was no cause found to account for the disparity. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4- model#: "vticm5 12.6" should be corrected to "vticmo 12.6" claim# (B)(4).